Event description:
It was reported that the customer did not receive a signal after inserting a sensor. It was stated that the sensor was removed, and the electrode was missing. X-rays and ultrasounds were done to see if the electrode broke off underneath the skin, but nothing was noted. It was stated that the customer was to have a surgical procedure to find the electrode. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.